Event description:
This female pt with a history of hypertension and hyperlipidemia was admitted for coronary intervention due to stable angina. The patient was currently taking aspirin, ticlid, lipid lowering agents, nitrates and beta-blockers. Angiography revealed a 99%, 15 mm, eccentric, non-calcified lesion in the left anterior descending artery (lda) and an 80%, 20 mm, eccentric, non-calcified lesion in the diagonal branch. The lesion was within the bifurcation of the two vessels. The reference vessel diameter was 3.0mm for the lad and 2.3mm for the diagonal branch. Timi flow was iii. Heparin and gpiibiia inhibitors were administered during the procedure. The lad and the diagonal were pre-dilated with a 2.5 x 15mm balloon inflated to a maximum of 8 atms. A t-stenting configuration was used to address the bifurcation. A 3.0 x 18 mm cypher select stent was positioned within the lad and was deployed to 12 atms. A 2.5 x 23mm cypher select stent was deployed within the diagonal lesion. The stents were post dilated via kissing balloon technique. Residual stenosis in the lad was 0% and in the diagonal was 10%. There were no angiographic complications. Approximately six months post index procedure, the patient returned for angiographic follow-up, which revealed and instent restenosis of the 2.5 x 23 mm cypher select stent in the diagonal branch. This was treated with re-intervention; although it is unk if this was balloon angioplasty or add'l stent placement. There were no reported complications.

Manufacturer narrative:
In summary, this patient experienced instent restenosis of a cypher stent six months post implant within the bifurcation of the lad and diagonal branch via t-stenting technique. The lesion were within the bifurcation of the lad and diagonal branch with a 99% stenosis in the main branch and an 80% stenosis in the side branch. Residual stenosis following stent implantation in the diagonal was 10%. He IFU instructs the user to make every attempt to ensure that the stent is not under dilated and that there is adequate apposition to the vessel wall. If the initial angiographic results are suboptimal, the stent may be further expanded. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Restenosis is a known potential complication associated with coronary stenting and is multi-factorial etiology. Additionally, bifurcation stenting is associated with a lower than average rate of angiographic success and a higher than average rate of instent restenosis. While the exact cause of the reported event cannot be conclusively determined, there are vessel, lesion and procedural factors that may have contributed to this event. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product.